Event description:
It was reported that: "it was reported that in 2007, the pt underwent a right total hip replacement surgery at a medical center. It was further reported that. "The pt experienced persistent groin pain and a pinching feeling, which ultimately revealed neck impingement of the neck of the cup; requiring a revision surgery in 2009."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No add'l info is available at this time. The devices are not available due to ongoing litigation.